Event description:
Staff entered room and heard the apnea alarm on the patient monitor begin alarming. She noticed the ventilator screen was black and patient was not being ventilated. Patient was immediately removed from the ventilator, patient was manually resuscitated with a rescuer bag while another ventilator was set up. There was no harm to the patient.